Event description:
After catheter tube was removed in one piece, it was immediately noticed that the cuff was not attached to the tube. Additional incision had to be made in order to locate and retrieve the cuff. Patient was prescribed antibiotics.